Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that while doing a pocket revision the outter insulation of the lead was knicked. A lead reapair kit was applied to the lead and the lead is still in use. No patient complications have been reported as a result of this event.